Event description:
It was reported that the radio frequency (rf head) would not interrogate a device. The rf head was swapped out for a different one and the new one worked fine. The rf head has been returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the rf (radio frequency) head passed functional testing. The rf head passed a bench systems test with a known good programmer. Moving rf head cable back and forth did not result in a loss of telemetry. Analysis found the rf head cable is slightly twisted and has a nick in the insulation. (B)(4).